Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the omnipod personal diabetes manager (pdm) automatically turns off and is unable to restart. The pdm was replaced and medical intervention (detail to the treatment was not provided) was provided by the nurse. The patient reportedly experienced hyperglycemia (exact bg levels was not provided).